Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported material separation could not be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible, that the foot broke during suture placement, the device was removed leaving the foot in the subcutaneous tissue, and then came out of the subcutaneous tissue when the sheath was removed, however, this cannot be confirmed. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Reportedly post procedure, during removal of the 16f sheath to attempt closure with the prostyle sutures, a foreign substance [separated foot] was found at the puncture site. Closure with the prostyle sutures was aborted and a surgeon was called in for a cut down. Hemostasis was achieved via cutdown. The lever was returned to its original position prior to removal of the prostyle device. No resistance was noted during advancement or removal of the prostyle device. The patient had no clinically abnormal findings. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.